Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the drawer was offline. The customer stated that this malfunction caused a delay, since the user managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet went offline daily. The technical support specialist (tss) remotely accessed the cabinet and verified that the drawers were detected in the tester application. The tss checked the event viewer logs and found that performance data for the service was unavailable. Although dispatching a field service engineer (fse) was considered, confirmation of keys could not be obtained, and attempts to contact the facility or pharmacy were unsuccessful. Later tss confirmed that drawers were found online. The case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the drawer was offline. The customer stated that this malfunction caused a delay, since the user managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.